Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ? Please clarify how many products and what lot numbers were found to have dirt near the middle of the trocar needle? Unk. ? Is it possible the reported dirt was part of the drain which as adhered to the trocar needle? Yes. ? Is it possible that the foreign material fell into packaging upon opening of device? No. ? Please perform and document the follow up attempt for product return. The device will be shipped. Please check rmao. ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. The drain had before use when the package was opened. It was found a foreign matter like a dirt near the middle of the trocar needle. The drain was not used. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.